Manufacturer narrative:
No testing has been performed as the resolution was confirmed on-site. No parts have been received by the manufacturer for evolution.

Event description:
A site representative reported that during catheter placement, the site was unable to see 3d model when attempting to register. Medtronic representative had the site threshold and the issue was resolved. Medtronic representative walked the site through the registration process and turning models on/off. The procedure was completed with the use of navigation. There was a delay of 1 hour or longer. No impact on patient outcome.